Event description:
A company representative reported that a cayman mi self-starting screw was observed to have migrated through a cayman united plate post-operatively. The devices remain implanted and no revision surgery is planned at this time. This report captures the plate.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.